Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was discarded. The device history file of the involved product was reviewed and no defect found. The root cause was undetermined.

Event description:
A customer reported to baxter (B)(4) that during patient use a leak from the set in the blood pump housing was noted. At the time of the problem it was reported that the machine had been up and running for the 32hrs. When the bedside nurse went to do her observations she noticed that there was blood leaking from the blood pump housing, no alarms were reported. The exact position of leak was not confirmed. The treatment was ended, the lines were taken off and the machine was taken out of circulation. No sample is available as the staff had discarded the set. There was patient involvement but no injury or medical intervention was reported.